Event description:
Revision surgery - due to the patient falling and breaking the posterior wall of their acetabulum.

Manufacturer narrative:
The reason for this revision was reported as the patient broke the posterior wall of the acetabulum after 12 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) discrepant material report (dmr) associated with this product. Dmr# (B)(4) against 499-28-005 lot 737021, (B)(4) parts for code d7 (exceeds tolerance) scrapped. The (B)(4) scrapped parts were split to work order (w/o) (B)(4) and additional steps were added to machine internal diameter (ID), parts were inspected and accepted. A review of the product complaint report history showed this is the (B)(4) complaint against the main contributor, first for this lot number. The root cause for the break of the posterior wall of the acetabulum was reported as a fall. There is no information reported that showed a material, design, or manufacturing problem with the product.

Manufacturer narrative:
Hospital disposed.